Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, foggy image occurs on the screen due to damage on objective lens, adhesive on bending section rubber detached, bending section rubber cut, grip dented and discolored, eyepiece scratched, protector of universal cord on scope connector side cut, universal cord scratched, light guide connector scratched, light guide cover glass dented, due to wear of angle wire, bending angle in up/down direction did not meet the standard value, light guide bundle stained, and control unit corroded due to water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the bronchofiberscope exhibited blurred images. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope forceps channel port was found shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: endo therapy accessories or metal part of cleaning brush may have touched the biopsy channel port during insertion/withdrawal of them, causing the suggested event. A definitive root cause cannot be identified. This issue is covered in the instructions for use: olympus will continue to monitor the field performance of this device.